Event description:
Customer reported via phone call that they experienced high blood glucose readings of 414 mg/dl and stated that they have treated with the insulin pump. Customer stated that the blood glucose readings were 120 mg/dl when they woke up and that they ate carbs and bloused. Customer also mentioned that the buttons on the insulin pump were hard to push. Customer believes her blood glucose readings are high because of the flu. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer was advised to do a set change and monitor blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.